Event description:
It was reported that boston scientific technical services (ts) received a call about high, out-of-range pace impedances of 2700 ohms on the right ventricular (rv) lead. Ts asked about noise, and the field representative said there was no evidence of noise. The field representative noted that the rv lead had always had high impedances and that they decided to monitor the patient remotely on latitude. The device and leads remain in service. No adverse patient effects were reported.